Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred, however, the pump did not enunciate an audible tone. Customer's blood glucose ranged between 300-400 mg/dl. Reportedly, the customer changed the pump supplies and continued to use the pump for insulin therapy to address the issue.